Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2020 due to a fracture of the pump. Additional information received from the clinical sales representative indicated: ¿separation of pump lining. Hole in bottom of pump¿. A titan pump was received for evaluation. Examination and testing of the returned components revealed a separation in the bulb of the pump, located between ribs 1 and 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be dull and smooth, indicating stress was exerted. Surface abrasion was noted on all pump tubing and on the detached inlet tubing. No functional abnormalities were noted with the detached inlet tubing. Based on examination of the returned component, it was concluded that the dull and smooth surfaces associated with this separation indicates that sufficient stress was most likely exerted on the pump bulb to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however, the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, separation of pump lining. Hole in bottom of pump. Device revised; pump replaced.